Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd preset¿ eclipse¿ had blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: "during cord blood collection, the blood in the syringe chamber has flowed down the plunger".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/4/2020. H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. As the returned samples were already used they could not be used for testing. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd preset¿ eclipse¿ had blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: "during cord blood collection, the blood in the syringe chamber has flowed down the plunger".